Manufacturer narrative:
Batch review performed on 19 february 2026. Anatomical shoulder system 04.01.0091 metal humeral head d 42 (k170910) lot 1710022: (B)(4) items manufactured and released on 23-apr-2018. Expiration date: 15-apr-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Anatomical shoulder system 04.01.0129 hc pegged glenoid d 42 (k170910) lot 1907769: (B)(4) items manufactured and released on 04-dec-2019. Expiration date: 18-nov-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event. The surgeon revised an anatomical shoulder system to a reverse total system, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 3 years and 9 months from the primary, the patient came in presenting left shoulder pain and instability and the cause is unknown. No trauma was indicated as a contributing factor. The surgeon revised the shoulder from anatomical to a reverse shoulder system. No x-rays are available. The surgery was completed successfully.